Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that threshold suspend did not work and because of that their blood glucose was 39 mg/dl. Customer indicated that they preferred to use another pump than the one they are currently using. The customer treated with food and their blood glucose went to 335 mg/dl. Customer declined to troubleshoot the low blood glucose.